Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 242.4030. Technical support- ensure that the motor connector is securely connected. Replace the ail assembly (the motor encoder is part of this assembly). Replace the motor controller board. Replace the logic board. Return to factory for repair. Recommend to inspect and replace the ail. Biomed will perform repair and send in unit for flat rate repair if the ail is not the cause of the error. A review of the device history record showed the device had a manufacture date of 18oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. The tech recommended ensuring the motor connector is securely connected. Replace the air in line (ail) assembly, motor controller board and logic board. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. The tech recommended ensuring the motor connector is securely connected. Replace the air in line (ail) assembly, motor controller board and logic board. There was no patient involvement.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine error 242.4030. Ts suggested to connect motor connector securely, replace air-in-line assembly, replace motor controller board, replace logic board and returned unit to factory for repair. Device history record: a review of the device history record showed the device had a manufacture date of 18oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device alarmed and displayed error code 242.4030 for motor stall failure. The tech recommended ensuring the motor connector is securely connected. Replace the air in line (ail) assembly, motor controller board and logic board. There was no patient involvement.